Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7136806 UDI: (B)(4).

Event description:
It was reported that prior to the deep brain stimulation (dbs) implant procedure the patient experienced increased blood pressure and complained of a headache. A computed tomography scan (CT) scan was performed and determined there was no sign of any sort of hemorrhage. The patients blood pressure and symptoms were able to be mitigated, and the physician proceeded with the implant procedure. Postoperatively the patient experienced a headache and blurry vision. The patient was admitted to the hospital post procedure due to the blurry vision. The patient is recovering and will undergo the second stage implant in two weeks. The physician assessed that this event was not caused by the device but questioned whether this was related to the procedure or a preoperative patient condition.